Manufacturer narrative:
The device was sent to olympus for evaluation and the customer's allegation was confirmed. In addition to the findings reported, the bending section cover glue was worn, the plastic distal end cover was damaged and there were air/water flow issues. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope insertion tube was stiff. This medical device report (MDR) is being submitted to capture the issue of air/water channel clogged found during device evaluation. There were no report of patient or user harm during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material blocking the air/water channel could not be identified and the root cause of the issue could not be determined, as no reprocessing deviation was confirmed and not damage that could result in the retention of foreign material was observed.. The event may be detected by following the instructions for use section below: ¿inspection of the air-feeding function¿; ¿inspection of the objective lens cleaning function¿ olympus will continue to monitor field performance for this device.